Event description:
The customer reported the system was displaying a communication error message with an uncommanded shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable the system operates as intended.